Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that on a remote monitoring transmission, occasional right atrial lead undersensing was noted on the stored electrogram (egm) of a treated atrial tachycardia/atrial fibrillation (at/af) episodes which resulted in false termination of the episode. The lead remains in use. No patient complications have been reported as a result of this event.